Manufacturer narrative:
(B)(6). Investigation summary: an investigation has been completed with the affected sample that was returned. The sample showed embedded contamination in the barrel verifying the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (july 19 - 20th, 2017). Syringes were assembled in machine (B)(4) in lot #7198308 (july 17 - 24th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #7198284, #7187013, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lot #7198290, #7187017, and no problems, defects or qn related to the reported issue were found. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and were burnt. During normal production some particles may be detached from the screw being injected and remain embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Sample evaluation we have been provided with the affected sample. The evaluation of the sample showed embedded contamination in the barrel. That confirmed the reported issue. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4)(july 19 - 20th, 2017). Syringes were assembled in (B)(4) lot #7198308 (july 17 - 24th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #7198284, #7187013, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lot #7198290, #7187017, and no problems, defects or qn related to the reported issue were found. Root cause analysis the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. Confirmation the returned sample presented embedded contamination in the barrel. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it.

Event description:
It was reported before use that the discardit¿ ii syringe w/o needle was "dirty inside the barrel and was not used." There was no report of injury or medical intervention.